Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a lead defect was noted on the right ventricular (rv) lead. Additional information was requested but not yet received. The patient was in stable condition.

Event description:
During follow-up, loss of capture and high impedance on the right ventricular (rv) lead was noted. The rv lead was explanted and a new lead was successfully replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: lead was capped. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture and high impedance on the right ventricular (rv) lead was noted. The rv lead was capped and a new lead was successfully implanted. The patient was in stable condition.